Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with a neuro stimulator. It was reported that the stimulation amplitude increased without cause from 0.6-0.8 volts to 1.2 volts. This caused a very unpleasant sensation for the patient. The event occurred several times in several circumstances/locations without a noticeable cause. No troubleshooting was performed. No actions were taken and the issue was not resolved as of (B)(6) 2018. No surgical interventions occurred or were planned. The patient was alive with no injury. The issue occurred during normal use. A device data file was provided. Additional information was received from the manufacturer representative. As of (B)(6) 2018, no additional actions or interventions had been taken/planned.